Manufacturer narrative:
At this time the customer will not be returning the device for investigation. If the device is rec'd, a f/u report will be submitted. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported loss of suction. It was reported that at an unspecified time while the pt was being fed, the pt aspirated. A respiratory code was initiated and the pt was suctioned. After an unspecified length of time in use, the suction reportedly stopped. The suction liner and canister were replaced. Approx 5 mins later, suctioning was resumed. It was reported that the pt was "very ill" and after an unspecified length of time the pt expired. Subsequent to the event, the first liner was examined by staff at the user facility and a hole was noted in the liner. Though requested, no add'l info was provided.